Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Cmp-(B)(4). Medical product- max ps dcm tib brng 12x63/67mm catalog # 11-146532 lot # 183290, max ilk ana open ps fmrl 65 rt catalog # 145152 lot # 780850, bmet arcom ap pat w/wire 28mm catalog # 11-150825 lot # 821740, biomet finned pri stem 40mm catalog # 141314 lot # 652620, biomet ilok pri tib tray 67mm catalog # 141212 lot # 223760. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02650.

Event description:
It was reported that the patient may require a revision procedure due to unknown reasons, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.